Event description:
It was reported that during a cryoablation procedure, the physician felt the balloon "push back" during a transition off ablation. Then, the patient's hemodynamics changed. A pericardiocentesis was performed. The procedure was aborted with the patient under general anesthesia and the patient was transported to the operating room. A tear was discovered in the left superior pulmonary vein (lspv). The tear was difficult to repair due to fragile tissue. The patient died the following day.

Manufacturer narrative:
Product event summary: data files and the balloon catheter afapro28 with lot number 05405 were returned and analyzed. The files showed at least four applications were performed with the returned balloon catheter without any issue on the date of the event. The balloon catheter was returned with the reported mapping catheter inserted into the balloon catheter. The balloon catheter was tested with the mapping catheter inserted inside the balloon catheter. No anomalies were identified during external visual inspection of the balloon, shaft, and handle segments. External visual inspection of the balloon segment was performed no anomalies were identified. The balloons and sleeve are all intact with no apparent issue. Visual inspection of the shaft segment identified no anomalies on the shaft segment. The shaft is intact with no apparent issue. No anomalies were identified during external visual inspection of the electrical handle. The electrical connector is intact with no apparent issue. The catheter smart chip data was downloaded and reviewed. Data indicated the catheter was used for four applications on the reported event date. The catheter was recognized and passed the electrical integrity verifications and performance test. The catheter completed the inflation, ablation, and thawing phases with no console system notices generated. No performance issues were identified. All pressure and flow were in range and temperature curve had no oscillation or overshoot. In conclusion, the reported clinical issues, pericardial effusion and tissue damage, occurred during the procedure. There is no indication of a relationship of the adverse events to the performance or malfunction of the products. The balloon catheter did not fail the returned product inspection. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This additional information is based entirely on journal literature. Medtronic was made aware of this event through a search of literature publications. Referenced article: catastrophic left atrial tear during cryoballoon pulmonary vein isolation following chemotherapy. Heart rhythm case reports. 2023; 9:482¿485. Doi: 10.1016/j.hrcr.2023.04.015. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported via literature that approximately 30 seconds into cryoablation, after the "push back" there was an appearance of a large pericardial effusion on intracardiac echocardiography. The ablation was immediately stopped and cardiopulmonary resuscitation was initiated. Despite repair of the tear, the patient developed a profound coagulopathy and persistent right ventricular failure necessitating placement on extracorporeal membrane oxygenation.